Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address - should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a peritoneal dialysis (pd) transfer set. It was further described as "the screwing end of the extension line got separated from the system when the dialysis bag was unscrewed". This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected with the naked eye and showed a separation between the female connector and main body. The reported condition was verified. The direct cause of the condition was determined to be a manufacturing related issue caused by inadequate solvent to the insert chip. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.